Event description:
It was reported that a caregiver encountered an ¿incompatible sensor¿ message when attempting to pair a new continuous glucose monitoring sensor with the patient¿s system, and it was subsequently confirmed that a freestyle libre 3 sensor had been provided instead of the required freestyle libre 3 plus, constituting a use-of-device problem with no applicable device component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed an interoperability problem due to a sensor-model mismatch associated with a use-of-device problem, with no device component applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions.